Event description:
The patient reported that the v-go's are not sticking properly and that this has been happening for several months. The patient is using tape to keep the v-go in place. The patient indicated that he observed this situation after 5-6 hours. The patient mentioned there was no clothing interference and is not related to excessive movements. The patient mentioned that he uses the v-go on his abdomen.